Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had presented for a device change out, due to vein occlusion the procedure was abandoned. Upon interrogation, the device tripped elective replacement indicator. After a firmware download the device resumed normal function. The patient will continue to be monitored. No additional information was available.